Manufacturer narrative:
Device was received with a keypad overlay peeling. The test reservoir does lock properly inside the reservoir tube. Device passed the self test and displacement test. All buttons functioning properly. No stuck button alarm noted. However, found corroded keypad traces during visual inspection. The keypad connector on electrical board was locked properly during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Troubleshooting was done for stuck button alarm. Customer reported that part of the keypad was peeling up from the insulin pump itself. Customer mentioned that they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.